Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a post market clinical follow-up report received from university of kansas hospital, in USA. The title of this report is ¿a retrospective data collection of the treatment of the ankle with the t2 ankle arthrodesis nailing system¿ which is associated with the stryker ¿t2 ankle arthrodesis nailing¿ system. This report includes research done on 127 patients between the period april, 2019 and january, 2020. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses tibia fracture followed by implant removal and revision intramedullary nail placement. The report states: ¿(B)(6) year old female with that underwent ttc with stryker t2 ankle arthrodesis nail (10x200mm) for failed ankle arthrodesis. She sustained a fall 26 days after index procedure and fractured her tibia above her hindfoot nail. She then underwent implant removal and revision intramedullary nail placement. She went onto bony union 117 days after this procedure but did require one more procedure for implant removal six months after index procedure.¿